Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a t11-t12 fusion, the navigated drill was inaccurate laterally by about 4 millimeters (mm). Additionally, the passive planar probe, tap, and dilator also seemed to be lateral by 4 mm. This inaccuracy was noticed right after a spin. The length of the extended surgical time was less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs and archives were received and software analysis was completed. The provided logs were from (B)(6) 2025, not from the issue reported date. I.e., (B)(6) 2025. The log archiver logs captured that the date selected while exporting logs was between (B)(6) 2025. However, software logs are not helpful in diagnosing auto-registration accuracy issues. The archives had two imaging system exams with 192 slices but provided no abnormalities which would confirm the cause of inaccuracy. Based on the information provided, the analyst suspected movement of the anatomy relative to the frame during screw placement, but there was no way to confirm this. Logs and archives cannot capture this information. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update. H2-h6: a new set of logs and archives were re-reviewed. The new logs were missing application logs. The log-archiver records indicate that the dates selected while exporting the new set of logs were within the issue-reported period (i.e., (B)(6) 2025); however, the application logs were not captured. The previous logs are from (B)(6) 2025, not from the reported issue date (i.e., 20-jan-2025). The log-archiver data showed that the dates selected while exporting those logs were between (B)(6) 2025. However, the software logs were not helpful in diagnosing the auto-registration accuracy issues. The archives contained 2 o-arm exams with 192 slices, but no abnormalities were observed that could explain the inaccuracy. Based on the information provided, suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The software was uninstalled reinstalled. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.